Event description:
Customer receiving high readings received control solution and tested strips. Results as follows: control solution lo result = 290; test strip range = 32-62. Control solution hi result = 504; test strip range = 278-368. Defective strips per control solution results.